Event description:
Additional information was received from the patient. They reported that the device was removed. They had experienced an extreme difference in the voltage between the trial and the implanted device, and had extreme discomfort.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was getting intermittent telemetry with their handset trying to connect with the implant. The patient also reported that depending on their position, the device would turn off and on by itself. The patient stated they called a representative and troubleshooted for 2 hours, but they were not able to resolve it. The patient noted the rep told them to give it a week and then they would check on it in person, but the patient wanted it done sooner. The patient reported they thought the device was faulty and that it should not be turning itself on and off based on their position. The patient also reported that sometimes they would feel a shock or sharp pain every once in a while. The patient noted again that they thought the device was faulty and they wanted to see the representative sooner. The patient was advised to contact their healthcare provider to page a representative. No further complications were reported.